Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose of 50 mg/dl; treated by eating candy. Sensor glucose reading was 40 mg/dl. Customer was out in the playground and that could have caused the low blood glucose. Customer's mother also reported that the customer has experienced some lost sensor alerts and no damage has been found upon sensor removal. Customer had to turn off the sensor feature and when trying to reconnect after 30 minutes, selected find lost sensor and continued to receive lost sensor alert. Nothing further reported.